Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one of two events (cardiovascular and death) reported for the same pt involving two separate products; associated MDR #'s 1225714-2013-03078, 03079, 03080.